Event description:
It was reported that the lead integrity alert had triggered due to low impedance in the bipolar right ventricular tip to ring configuration. It was thought that there was a breach of the conductor in the device header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the device failure disappeared during analysis. Performance data collected from the device was analyzed and revealed low resistance/impedance, with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012, 15:00:10. The weekly pace impedance trend data showed an abrupt impedance decrease for min ventricular pace bi impedance = 323 to 76 ohms minimum between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed low resistance/impedance, with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 15:00:10. The weekly pace impedance trend data showed an abrupt impedance decrease for min ventricular pace bi impedance = 323 to 76 ohms minimum between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was later reported that during intraoperative testing, a slight rattling of the lead caused noise and over-sensing in the paced/sensed lead device port. Periodic rattling of the lead resulted in detection of a pseudo ventricular fibrillation waveform.